Manufacturer narrative:
Patient¿s mr# reported as (B)(4). Date non-union occurred is unknown date between (B)(6) 2018 and (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of trochanteric fixation nail advanced (tfna) implants followed by irrigation and debridement on (B)(6) 2018, due to a non-union and cut out of lag screw in the femoral neck. The tfna was originally implanted on (B)(6) 2018. During the removal surgery, it was discovered that there was a femoral neck fracture, which required the patient to be scheduled for a total hip arthroplasty. All hardware was removed and surgical procedure was successfully completed with no reported delay. The patient outcome is unknown. Concomitant products: titanium locking screw 42mm (part: 04.005.532s, lot: h539579, quantity: 1), titanium locking screw 40mm (part: 04.005.530s, lot: h547561, quantity: 1), tfna long nail 10mm (part: 04.037.059s, lot: h487551, quantity: 1). This report is for a tfna screw 90mm ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: 04.038.090s; lot number: h582095; date of manufacture: 02 april 2018; place of manufacture: elmira; part expiration date: 28 february 2028; nonconformance noted: n/a. Description of DHR review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 90mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.